Manufacturer narrative:
The device lot number was not reported. The guidewire will not be returned for analysis as it was discarded at the site; therefore, the complaint could not be confirmed and the event cause could not be determined. The vessel perforation was successfully embolized. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received a report that a patient experienced vessel perforation during embolization procedure. The patient was undergoing an embolization procedure of an arteriovenous malformation in the premotor area of the left frontal lobe. A microcatheter was advanced over the mirage microguidewire into the m4 segment of the left middle cerebral artery leading to the malformation. Upon advancement, the microguidewire was seen to buckle and then prolapse into the other feeder. At this point, the microcatheter was withdrawn slightly. The microguidewire was removed. Dsa examination from the microcatheter demonstrated extravasation of contrast from that feeder distally. This contrast extravasation required closure of the feeding artery proximally with additional liquid embolic. Postembolization angiography with a microcatheter in place demonstrated that there was no further extravasation. The patient awoke without difficulty and tolerated the procedure well. However, the patient was found to have decreased spontaneous speech and increased word finding difficulty. The patient has improved since and is currently asymptomatic.

Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues were noted.